Manufacturer narrative:
Per the user guide: "always make sure that the correct time and date are set on your system." ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 545 mg/dl with an unknown cause. Bg was treated with a correction bolus. System check with tandem technical support revealed that while all supplies were functioning properly, the pump's time setting was incorrect due to the customer forgetting to update the time for daylight sayings. Additionally, the customer was using u500 insulin. The customer acknowledged that the incorrect time and off-label insulin could have contributed to the elevated bg level. Tandem technical support assisted the customer with correcting the pump time setting.